Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Patient is part of an ide. Patient with previous attempted fusion anteriorly at c6-c7, and bilateral mass screw at c5 and hook fixation at c7 is suffering from severe neck pain and headaches requiring posterior cervical fusion at adjacent level c6-c7. Manufacturer of the hardware has not been positively identified. This is the first of two reports for this event.